Event description:
Two doctors performed a procedure. One doctor held the tissue and the other held the pencil. The doctor holding the tissue was burned on the finger after the other doctor activated the pencil. The doctor was burned through gloves, and the burn was very minor.